Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to high pace impedance measurements greater than 2,000 ohms. A different device was successfully implanted. Return of this device is not expected. If the product is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.